Event description:
It was reported. Screw broke during operative procedure (orif right ankle fracture). A 4.0 x 22 implanted - when screwing in screw, the head broke off. Stryker small fragment set 4.0 x 22. Did this event involve an electrophysiology procedure? No. What was the original intended procedure? Screwing in an implant.